Manufacturer narrative:
Correction to fill out section h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl and another medication via an implantable pump for non-malignant pain. It was reported that they were told to call patient services today since the communicator had not been working. Patient stated that they were told that a new communicator would be overnighted to them. Patient stated that no device found would appear on the handset when they were trying to connect to the pump. Agent had the patient close all of the applications on the handset, reset the communicator, and then attempt communication. Patient confirmed that communication was successful. When asked for the event date, patient stated that there were two different times and that the last times was last friday and the first time was maybe like a week or two before that. During the call, the handset lagged at 90%. When asked for the event date, patient stated that it was probably the beginning of last week. Agent reviewed data and assisted the patient through deleting the data. Patient was able to connect to the pump without any lag. Patient would call back if further assistance was needed. Patient stated during the call that there was another drug in their pump, but they could not remember the name of the drug. Patient stated that they thought the name of the drug started with a b maybe.